Event description:
It was reported that the patient experienced a shocking or jolting sensation over her entire body and a burning sensation in the pocket with the device with the implantable neurostimulator turned (ins) turned off. The symptoms began following a fall. The patient was in the emergency room and it was confirmed with the clinician programmer that the ins was off. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the patient experienced lead migration. The patient underwent a lead revision in june, and the outcome was reported as non-serious injury / illness.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6), product typ lead; product ID 37754, serial# (B)(4), product typ recharger; product ID 37744, serial# (B)(4), product typ programmer, patient. (B)(4).